Event description:
It was reported via repair work order that the siderail was not able to lock in place due to glide rods and latch mechanism needed to be cleaned and lubricated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.